Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the daily measurements identified impedance had been gradually increasing over the past year. Additionally, threshold measurements were elevated. An episode of noise resulted in oversensing and pacing inhibition greater than two seconds. Due to the patient's condition, no troubleshooting could be performed. No adverse patient effects were reported.